Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that molding defects were found during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "bd vacutainer pst ii tubes have a fragment of plastic pointing out from the cap. This fragment result in difficulties by the system to recognize the cap color. Customer see up to 10% of the tubes with this problem. Customer has to get new shipment because of this." 1000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for shield molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that molding defects were found during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "bd vacutainer pst ii tubes have a fragment of plastic pointing out from the cap. This fragment result in difficulties by the system to recognize the cap color. Customer see up to 10% of the tubes with this problem. Customer has to get new shipment because of this." 1000 occurrences were reported.